Manufacturer narrative:
Medtronic valves referenced: corevalve and evolut r. The associated delivery catheter system (dcs) are accutrak and enveo, respectively. (PMA# p130021, product code npt). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: tochii et al. Early and mid-term results of transcatheter aortic valve implantation and valve durability assessment. Heart and vessels. 2021, volume 36, p. 1566¿1573. Https://doi.org/10.1007/s00380-021-01842-x. Earliest date of publish used for date of event and date of death. Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code npt). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early and mid-term results of transcatheter aortic valve implantation (tavi). All data were collected retrospectively from a single center between october 2013 and august 2018. The study population included 146 patients (predominantly female, mean age 84 years). Multiple manufacturer¿s devices were implanted in the study population; 37 patients were implanted with a medtronic corevalve (n=10) or evolut r (n=27) bioprosthetic valve (unique device identifier numbers not provided). Among all patients, five in-hospital and 29 late deaths occurred. The physician/authors made no direct correlation; however, based on the available information medtronic product may have been associated with the deaths due to vascular complications. Among all patients, adverse events potentially associated with medtronic valves included: permanent pacemaker implantation, annular hematoma, valve migration into the left ventricle, and coronary obstruction. Adverse events potentially associated with medtronic delivery catheter system (dcs) included: vascular complications, ascending aortic dissection, and cardiac tamponade. Additional treatment took place as sternotomy or percutaneous coronary intervention with extended hospital stay in some cases. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.